Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint of component damage - no leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set connector cracked during use. The following information was provided by the initial reporter: "difficulty with primary IV tubing, cracking connector where did the cracking occur on the set? End that gets capped were there any adverse events as a result of the product issue? No".

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint of component damage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set connector cracked during use. The following information was provided by the initial reporter: "difficulty with primary IV tubing, cracking connector. Where did the cracking occur on the set? End that gets capped. Were there any adverse events as a result of the product issue? No".